Event description:
The manufacturer field service technician reported that the device was missing component during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.